Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator (ins) for non-malignant pain, failed back syndrome and spinal pain. It was reported that the ins was at end-of-service (eos). The device is off/disabled and not providing therapy. The patient said it was programmed to go off at night and comes on in the morning just like all their other ins¿s they have had in the past. The patient said that they had the same settings as before. The patient was dissatisfied with the battery life of this ins as it only lasted 1 year and their previous devices lasted 4-5 years. The patient reported their legs started to hurt more and their upper right thigh started hurting more often. It was noted the pain started about two-two and a half weeks ago. The patient wanted to know if the ins battery could leak because the side where the ins is implanted started to hurt and felt like a pulled muscle in his groin area. The caller noted it was not a pulled muscle because they have had pulled muscles before and know what they feel like. The patient stated the ins was supposed to work on their sciatic nerve in their right leg, but the ins was implanted on their left side. The patient stated they were experiencing bad pain from their left hip down around their left groin. The patient was told to call their healthcare provider to check their ins/possibly schedule replacement and it was noted that the patient had already called their healthcare provider and were waiting for a call back. No further complications were reported as a result of this event.

Manufacturer narrative:
Corrected information sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider regarding the patient. It was reported that the manufacturer representative set up an appointment with the patient to test battery function. The cause of the end of service message was pending the outcome of the appointment in (B)(6) 2017. Resolution to the pain in the legs and around the groin was also pending the appointment. No further complications were reported.